Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported two incidents of hospitalization for hyperglycemia and diabetic ketoacidosis (dka). The customer attributed his hyperglycemia, dka, and first hospitalization to a large air bubble that had formed in his cartridge. Customer is attributing his second hospitalization to air bubbles from not properly changing the cartridge (allowing insulin to warm before filling). The cartridge used at the time of the first hospitalization cannot be returned as it has been discarded. The cartridge used at the time of the second hospitalization will be returned.